Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to login. A technical support specialist (tss) worked on the station and verified that the database was in suspect mode with a normal size of 3 gigabyte, along with multiple critical kernel-power 41 events indicating unexpected system reboots. Knowledge article how to recover / repair a corrupted dsclientoltp database was followed, and was confirmed as required, and no missing transactions were identified. Uploads were verified with transactions matching on both the station and server. The station database was backed up, repaired successfully, and a full synchronization was completed with a clean database. The station was rebooted, and the medication application was confirmed to be running. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis was down and user was unable to login. Customer tried to reboot the station, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.